Manufacturer narrative:
During follow-up, the patient said she noticed no defects or malfunction with the f14nc catheters, and did not know the lot number of the product she used at the time of the infection.

Event description:
Intermittent catheter patient (user) said she got a urinary tract infection (uti) while using the f14nc catheter. During follow-up, the patient said she took a prescribed antibiotic and recovered completely.